Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of the complaint in which the customer has indicated that fluid has been observed leaking out of a drip chamber air vent. No model or lot information has been provided; however the customer did provide a photograph which confirms the customer's experience as fluid is seen leaking from the open air vent. Examination of the photograph also indicates that the customer has used a semi-rigid container. Further information pertaining to the sequence of events prior to the leakage occurring was not received. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ infusion sets are leaking. The following information was provided by the initial reporter: the infusion sets are leaking at the vent port.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ infusion sets are leaking. The following information was provided by the initial reporter: the infusion sets are leaking at the vent port.